Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device battery reached elective replacement indicator (eri) early due to high output programmed due to high threshold from implant that was physiologically necessary for the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.